Event description:
The patient called in response to the recall notice. No physiological effects were reported. The insulin infusion device was replaced and requested to be returned for evaluation. Evaluation of the device found that the up/down button was defective.

Manufacturer narrative:
(B)(4). The up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.